Event description:
A consumer reported that a 4100 series philips sonicare power toothbrush blew up and melted. No injury or medical intervention was reported.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.